Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 8.8mmol/l at the time of the incident. Customer states that ring of reservoir compartment has come off so reservoir unable to lock in place. Customer advised to discontinue use of the pump and revert to backup plan per hcp's instructions. Insulin pump will be return for analysis.